Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst commented that there were 29672 ventricular sensing integrity counts since the last session 27 days ago. It was also noted that analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Ventricular pace impedance steady at approximately 478 ohms through (B)(6) 2015 and began rising out of range on (B)(6) 2015.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was also noted that the interior rv (right ventricular) defibrillation cable was extrinsically cut, the outer insulation was ruptured, and the and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that an alert sounded due to high impedance on the patient's right ventricular (rv) lead. It was also reported that the lead was confirmed to have fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.